Manufacturer narrative:
The main component of the system and other applicable components are: product ID 97740, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that t hey are getting vibrations in their legs when they were implanted for their back. They have not been able to program their device. When they were implanted the manufacture representative (rep) could not be there because they were in (B)(6). The patient is not able to use the remote and cannot get the stimulation in their back. They will see the lightning bolt and get the number and ins battery on the top row of the patient programmer. They used the patient programmer one time. On (B)(6) 2017, they were at their healthcare professional¿s (hcp) office with a physical therapist who had the patient stand on a piece of foam rubber while holding onto the sink and then lay down and roll over in a log fashion on and off the bed. When they were rolling over the patient felt a terrible vibration in their legs. They had not used the remote that day and that night they went to bed with terrible vibrations in their legs. They finally got the patient programmer to work a little bit and turned the stimulation all the way down to 35 to get the violent vibration out of their legs. They haven¿t used the patient programmer since because they are afraid of the terrible reaction they had. The patient noted that since being implanted they have had the vibrations in their legs, are not getting relief, and can¿t use their patient programmer correctly. They called their rep on (B)(6) 2017, who called them back on (B)(4)2017. The patient is trying to get in contact with the rep again because they are supposed to be meeting with the patient this week. An email was sent to the rep and the patient was redirected back to their hcp. Additional information was received from the rep on (B)(4) 2017, indicating that they would be calling the patient tonight to get things taken care of the best they could. The rep noted that there is a lot of confusion with several aspects of the system for the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-nov-27 confirming that the patient was seen within 24 hours of the call. The vibrations were normal stimulation. The patient had not been using the patient programmer to turn intensity of stimulation up or down. Patient weight was asked but unknown. The issues were handled during the reprogramming session with the patient. No further complications were reported.